Manufacturer narrative:
The UDI number of this specific device is unknown at this time. Device history record (DHR) review was conducted for the identified serial number. No abnormalities were found related to the reported information. This device passed final testing prior to release. The brevera biopsy console was evaluated by a field service engineer. The engineer replaced the locking tab on the device driver and verified the unit was working as intended. Unit meets specification.

Event description:
It was reported that during a stereotactic biopsy, the brevera device driver got stuck on the biopsy device adapter. The end user reported that they "attached the device driver onto the device adapter until it made the clicking noise as instructed. The device driver was secured onto the adapter, but once the physician fired the needle the driver shot back and hooked itself from the device adapter." The physician locked the driver back onto the adapter and proceeded with taking the biopsy samples. After the samples were collected, it was not possible to lift the tab on the back of the driver. The physician had to back the entire needle including the introducer out of the patient. Since the introducer was removed with the needle, the physician was unable to place a marker to identify the biopsy region. Attempts to gather additional information have been unsuccessful. No additional details at this time.